Event description:
It was reported that while using the product the Foley catheter was inserted into the patient, no urine flowed out. It was also mentioned that it was confirmed via ultrasound that the catheter was in the bladder. Please check if the catheter was blocked.

Manufacturer narrative:
Initial Reporter Facility Name: (b)(6) Initial Reporter Phone Number: (b)(6)Initial Reporter Fax Number: (b)(6)The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.This report references a US equivalent device. The US UDI equivalent for this product number is used.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. This report was impacted by eMDR scheduled maintenance occurring (b)(6) 2026.